Event description:
Boston scientific received information that during the routine device follow-up, this non-boston scientific device and right atrial (ra) lead exhibited some pacing impedance measurements that were greater than 2,000 ohms. A lead fracture was suspected. The device was reprogrammed to vvi pacing. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.